Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that an hp handheld computer's ac adapter was broken. The connection which inserts into the handheld computer was reported to have been broken completely off. The ac adapter was reported to have been stuck behind a cabinet and could not be returned for analysis.